Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: the reporter¿s allegation was that the pump was ringing non-stop without reason. Review of the pump¿s histories did not reveal any records related to the complaint. On investigation, the pump powered on normally. No unusual noises occurred during testing. The pump was found to be operating as intended, without malfunction. Investigation did not confirm nor duplicate the complaint.